Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc considered that the reported phenomenon was attributed to there was a difference between the reprocess method implemented by the facility and the reprocess method and handling recommended by instruction for use.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to omsi. Omsi found the reported phenomenon. The investigation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the annual inspection at the service department of olympus medical systems india (omsi), it was found that there were foreign materials under the forceps elevator. There was no report of patient injury associated with this event.